Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a knife was inadequately sharp during surgery. Patient impact information is unknown.

Manufacturer narrative:
A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that there was no impact to the patient.